Event description:
User alleges having one event where the masks were underinflated. No injuries reported.

Manufacturer narrative:
Results evaluations: the samples have been forwarded to the MFR for investigation. Upon receipt of the completed investigation a follow-up report will be submitted. We can report that we have not received any other reports on this device lot number.